Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a recoverable fault occurred. The intuitive surgical, inc. (Isi) clinical sales representative (csr) instructed the surgeon to disable universal surgical manipulator (usm) 4 and continued the procedure with three usms. An isi technical support engineer (tse) viewed the system logs and found error 23118 on usm 4, axis 3. The surgeon was continuing with the procedure robotically. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system completed a case prior to the incident with no issues. The system was not powered off between cases. The system powered on with no errors.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to trigger 23118 error on the in-house system in normal mode. The usm was also tested on a psc fixture test platform (pftp) where the direction test failed with a 23118-error code and the chipencoder virtual absolute (cva) characterization test failed for the insertion. The sensor checks failed for the yaw. A golden cva and flat flex cable (ffc) was installed, and the unit was able to pass testing. The insertion cva and ffc will be replaced as a resolution.